Event description:
Baxter japan reports that there was leakage from the silicone tubing of a transfer set. The set had been in use for 100 days. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA-23. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.